Event description:
It was reported that this pacemaker was experiencing loss of capture (loc) on the right ventricular (rv) lead. A pacemaker mediated tachycardia (pmt) episode was recorded. Presenting rhythm has a few beats with morphology change or possible fusion. The device remains in service. No adverse patient effects were reported.